Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. Proximal neck was less than 10mm with tortuosity. Proximal neck diameter was 21mm and length was 9mm. It was reported that a type ia endoleak remained after touch up of the device. A proximal cuff was added to extend the coverage by half a stent. However, the endoleak persisted. Coiling was performed in the right common iliac artery and the femoral-femoral bypass was completed; and the physician checked the endoleak again. A minor endoleak still remained but the physician felt that it would resolve on its own after protamine neutralization. The physician stated that the cause of the event was due to vessel morphology. No additional clinical sequelae were reported and the patient is being monitored by their physician.